Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ investigation summary: the unit was sent to the service center for evaluation and repair. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The measures used for repairing the defects are listed in the "proof of repair". "Micro": preventive replacement of o-rings performed, acc. To service manual, motor corroded - motor replaced, motor not turning smoothly - motor replaced, motor too loud - motor replaced, short circuit in the motor cable - motor cable replaced, resistance value out of specs: handcontrol set replaced, unit cleaned, functional test performed, hipot test completed. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy synthes mitek complaints system revealed no similar complaint for this device's serial number. No corrective or preventative actions are required at this time, as no nonconformance or complaint trends were identified in relation to this serial number device and the reported failure. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Shaver handpiece working louder, that usually and warming up. Patient consequence? :no action taken for procedure:operation finished with the same device. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.